Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter that stopped working occurred. Data was evaluated and the allegation was confirmed as a transmitter failed error was confirmed. The probable cause was determine to be a transmitter failed error. The reported event of a transmitter that stopped working is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.

Event description:
The product was evaluated. An external visual inspection was performed and passed. A transmitter voltage test was performed and failed.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. D9: device returned to MFR - additional information. D9: date device returned - additional information. H2 type of follow up: additional information/ device evaluation. H3a: device evaluated by mfg- additional information. H3b: evaluation included - additional information. H6: additional information.